Event description:
The caregiver went to transfer the resident from the bed. After attaching the sling, they raised the resident up from the bed and put their hand on the bar to position the resident in the sitting position. As the caregiver pushed on the positional bar, the snap securing the left leg detached. The sudden jerk caused the resident to roll to their left. The resident hit the floor with the back of their head and right shoulder. The pt ended up laying on their back. The resident suffered bruising to right shoulder and trauma to the back of their head. They were sent to the hosp for eval and are being monitored for neuro changes for three weeks.